Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would not window lock during the case. The user switched blades and unplugged everything and encountered the same results. The user switched hand pieces and the case was able to be completed. It was reported that there was a short delay of less than 30 minutes, and there was no patient injury associated with the alleged event.

Manufacturer narrative:
Device investigation narrative - one truclear mdu, part number 7209807 was received on may 16, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of window lock malfunction could not be confirmed. Product passed functional testing including high speed testing (100-2500 rpms) with blade installed for 10 minutes. Unit passed functional tests on a known good control unit with a known footswitch installed. All functions including window lock function performed as expected. No problem found. Product was shipped to customer new on april 20, 2015. (B)(4).